Manufacturer narrative:
Investigation summary: DHR review: assembly batch 4218694 had 51 visual inspections performed on 2,700 parts with zero defects noted. Cleaning was performed six times during the production of this batch. All cleaning was performed per coq-na-6003. ¿investigation results: the attached photos show an epoxy splatter on the shaft of the cannula.¿ possible root cause: probable root causes: ¿ the rack of needles fell against another rack coming in contact with uncured epoxy. ¿ a misassembled needle with uncured epoxy came into contact with the needles in question during assembly. ¿ epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. If corrective/preventative action not required, provide rationale: here are the things we've done to improve epoxy splatters and dripovers: ¿ re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues ¿ modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles ¿ revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. (B)(4).

Event description:
It was reported that foreign matter was found on a 19 g x 1 1/2 in. Bd nokor¿ filter needle. Unable to clarify when event occurred. No report of serious injury or medical intervention.